Manufacturer narrative:
Devices were discarded by the hospital. No evaluation will be performed. Additional information has been requested, and if received, will be submitted in a supplemental report.

Event description:
It was reported that, "patient had a broken long gamma nail. It appeared the fracture never healed. Gamma nail was removed. A plate was used to fix the fracture."